Event description:
It was reported that the pink slide insert did not move into the viewing window, which indicates a failure of the needle mechanism to deploy as intended during activation.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Manufacturer narrative:
The pod arrived fully deployed. Timeouts were observed in the data, but the pod corrected itself. The pod delivered non-priming boluses but ran for less than 200 pulses. No damages were observed on the device that would contribute to the reported needle mechanism complaint. The needle mechanism was reset and redeployed successfully. The cause of the reported needle mechanism complaint could not be determined.